Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the left ventricular (lv) lead exhibited placement difficulty and high thresh olds. The lv lead was attempted not used and the original lead was used. No patient complications have been reported as a result of this event.